Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual impedance rise over time and now measured at high levels. The capture threshold also increased. The physician believed that rising measurements are caused by post heart transplant phenomena. A new pace/sense lead was added. The lead remains in use. No patient complications have been reported as a result of this event.